Event description:
It was reported to philips that the system was unable to acquire the live image. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint after the customer reported that the system was unable to acquire a live image. No additional details regarding the issue were provided. Since the problem did not recur, no service intervention was performed by philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.